Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 38 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent damage was noted in the proximal region. Struts were found to be lifted from their crimped stent position. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 08-jul-2021. It was reported that crossing difficulties occurred. The 90% stenosed target lesion was located in moderately tortuous and moderately calcified coronary artery. A 38 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.